Manufacturer narrative:
Device is a combination product.   (B)(4).  Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the first 3 proximal rows; the stent struts appeared intact with no visible damage but the remainder of the stent struts across the whole stent were twisted, distorted and stretched distally over the distal markerband and the bumper tip. Stent damage is most likely to have occurred during withdrawal attempts. The bumper tip of the device was damaged. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-oct-2016 it was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending (lad) artery. Predilation was performed with a 3.5x20mm maverick balloon catheter. A 4.00 x 20 synergy" drug-eluting stent was advanced to treat the lesion but failed to cross due to the aberration and curvature of the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.